Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that glue was found on 5 bd intima-ii¿ closed IV catheter systems' needles before use when opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening the package, glue was found on the tip of the needle".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9347643. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that glue was found on 5 bd intima-ii¿ closed IV catheter systems' needles before use when opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "when opening the package, glue was found on the tip of the needle."